Event description:
It is reported that a customer has issues with their insulin pump squirting out of their insulin pump. The customer's blood glucose level was 328 mg/dl. It is reported that a customer received an error alarm on their insulin pump. The customer was assisted with trouble shooting and was walked through the proper method of changing the reservoir and infusion sets. The customer's insulin pump worked as designed and new infusion sets were shipped to the customer as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.